Event description:
It was reported that an expired implant was used on the patient. Smith and nephew realized when the hospital issued the po for billing. It is unknown why the device was still on the hospital and the consignment stock procedure was not followed.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.